Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the pressure alarm went up "sky-high" but it was not reported in the alarms. They would like information on the functioning of this alarm. The device was in clinical use at the time of the reported incident. No adverse event or patient/user harm was reported. The patient details were not available at the time this report was due.